Event description:
It was reported that the lead had high capture thresholds. The lead was removed and successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the tines were cut and there was apparent explant damage.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.